Event description:
It was reported that the lead was dislodged. Patient received inappropriate shock. Lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was found at 27.3-27.6cm from the connector pin, consistent with lead friction to another device. The etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.